Manufacturer narrative:
CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: the serious, unexpected event of loss of consciousness was considered possibly related to the treatment. Serious criteria included possible permanent harm. The non-serious, expected events of glare and ocular discomfort, and the non-serious, unexpected events of flushing and dizziness were considered possibly related to the treatment. Potential etiologies for the reported events include thromboembolism of the internal carotid and cerebral arterial circulation associated with migration of hyaluronic acid filler or the injection of onabotulinumtoxin a in the glabellar area. Potential contributory factors for the reported events also include non-thromboembolic syncope, dizziness and ocular adverse reactions to onabotulinumtoxin a. The case meets the seriousness criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-jul-2018 by a consumer which refers to a female aged (B)(6) years. The patient's denied any significant medical history and reported no known allergies. Previous filler treatments were not reported. On (B)(6) 2018, the patient received treatment with an unknown amount of restylane refyne (lot unknown) to the tear troughs and an unknown amount of restylane defyne (lot unknown) to the cheeks with unknown needle and technique. The patient also received treatment with botox [botox] in the glabellar region on the same day ((B)(6) 2018). On the same day, (B)(6) 2018, the patient experienced flush (flushing) around the left eye and light glare, vision affected(glare). On an unspecified date in (B)(6) 2018, the patient experienced pressure behind eye (ocular discomfort) and was light headed, dizziness (dizziness). One month later, in (B)(6) 2018, the patient experienced blackouts(loss of consciousness). Treatment for the adverse event included injection of hyaluronidase [hyaluronidase] on a total of 3 dates: (B)(6) 2018 and 2 other unspecified dates. The patient also sought treatment at an emergency room (ER) on two separate occasions, but the details of the treatment was not reported. The patient was directed to follow up with an otolaryngologist and neurologist for additional workup. Outcome at the time of the report: flush was not recovered/not resolved. Light glare, vision affected was not recovered/not resolved. Pressure behind eye was not recovered/not resolved. Light headed, dizziness was not recovered/not resolved. Blackouts was not recovered/not resolved.